Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call an error in the motor detected by reading unexpected value from hall sensor alarm and high blood glucose levels. Customer¿s blood glucose level was 500 mg/dl. Customer treated their high blood glucose via manual injection. Troubleshooting for the alarm was performed. Customer advised they were unable to rewind the insulin pump. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Unit alarmed pump error (B)(4) during the rewind due to corroded motor home switch. Unable to perform rewind, seating, basic occlusion, occlusion, force sensor, displacement test or verify pump error (B)(4) due to pump error (B)(4). Unit received with missing retainer ring and reservoir tube lip o-ring. Unit received with partially broken off piece at the reservoir tube lip. Unit received with minor scratched display window, case and keypad overlay.